Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other non-conformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a pci procedure. A turnpike spiral was used in the case. Physician found the product failed to advance via the calcified lesion. Tip was split when attempting to remove it. Tip was stuck in the vessel. No product was returned for evaluation. It is unknown if any other shaft or torque damages were noted on the unit. The damages are likely to have occurred during use in the procedure against a calcified lesion. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. More rotations were employed in a trapped state. The tip was removed with a snare. Another microcatheter was used to complete the procedure. No angiograms or images were shared. No patient harm was noted. Customer stated that defect occurred because of unintentional error and no issue with the product. Based on the information, it is likely that the unit was torqued in a trapped state leading to tip fatigue and breakage. A manufacturing record review was completed and no related non-conformances were found. Based on the information and no product evaluation, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: the physician found the product failed to advance the calcified legion during pci so while the physician was removing the catheter back, the tip got split and stuck in the patient s blood vessel. Additional information on (B)(6) 2023, during a pci procedure on the (B)(6) 2023, the above incident occurred, the customer reported that the defect may have occurred because of unintentional error and no issue with the product. The patient was reported as fine post procedure. Additional information has been requested from the account and will be added to the follow up report on receipt.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician found the product failed to advance the calcified legion during pci so while the physician was removing the catheter back, the tip got splited and stuck in the patient s blood vessel. Additional information on 16feb2023, during a pci procedure on the (B)(6) 2023, the above incident occurred, the customer reported that the defect may have occurred because of unintentional error and no issue with the product. The patient was reported as fine post procedure. Additional information has been requested from the account and will be added to the follow up report on receipt.